Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficult to remove (post deployment) cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a patient with an acute myocardial infarction in the left anterior descending coronary artery that was moderately calcified with diffuse disease. The xience sierra 2.50 x 33 mm stent was successfully deployed at 16 atmospheres. The balloon of the stent delivery system (sds) was thought to be fully deflated, but there was resistance during removal of the (sds). The balloon was re-inflated and deflated pulling negative pressure but still encountered resistance during removal. On the third attempt, the sds was able to be successfully removed from the anatomy. An nc trek rx 3.0 x 12 mm balloon dilatation catheter was used for post dilatation. Although it took some extra time to remove the sds, it was not clinically significant. There were no adverse patient effects. No additional information was provided.